Manufacturer narrative:
The following questions were answered: q1:to further investigate the case, let us know if the device was reprocessed at client side before arriving at olympus. Yes. Q2:a little more details/features of the debris would be greatly appreciated. Such as shape, material and color or clear photos of the part where debris was found. Unknown. Q3:did the user inspect the device to detect any malfunction before using it? Yes q4:was the device appropriately precleaned without any delay after the procedure? Unknown. Q5:were all the reprocessing accessories without an abnormality? Unknown. Q6:was there any effect from other products/ reprocessing accessories/ aer (automated endoscope reprocessors) /ewd (endoscope washer disinfector) involved on the event? Unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and likely remained due to wear and tear. The event can be prevented by following the instructions for use (IFU): "IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Event description:
The subject is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the plastic distal end cover had foreign material. There was no patient or user injury reported due to the event. This report is being submitted for the malfunctions found during evaluation.

Manufacturer narrative:
During inspection and testing, service found the air/water cylinder was discolored, the suction cylinder was discolored, the control unit was shaved, the bending angle in down direction was out of specification due to wear of the angulation wire, the objective lens was cracked, the bending tube was deformed, and the universal cord coating was peeling. Scratches were observed on the grip, the forceps channel port, the scope cover, and the switch box. It was confirmed that the user follows olympus instructions for use (IFU) to reprocess the device. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.